Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented remotely via merlin.net transmission for a routine follow up visit, low, out of range, high voltage lead impedance was observed on the lead. Recommended testing was performed and programming changes were made however issue was not resolved. Patient was stable and will continue to be monitored.